Manufacturer narrative:
The revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear, as stated in the operative notes, after being implanted for over 10 years. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the reason for the reported femoral loosening, osteolysis, and prosthesis wear cannot be confirmed as the device(s) were not returned to exactech for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Additional manufacturer narrative- additional information/ a2, b5, h6. There is no additional information available.

Event description:
Revision operative report - postoperative diagnosis: left knee failed total knee replacement; left knee aseptic loosening femoral component; left knee osteolysis. The femoral component was noted to be loose, and it was removed. There was extensive synovitis. There was some wear on the patella and noted osteolysis. The patient was revised to competitor¿s devices. The patient was transferred to the recovery room in stable condition. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation.

Event description:
It is reported via legal documentation that a patient had a left total knee arthroplasty revision on (B)(6) 2022. There is no device information provided. No radiographic images of the device are provided.there is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-02315.